Manufacturer narrative:
Additional information received that the patient outcome was reported to be well. The ams800 device was visually inspected. There was a leak in the balloon shell at the shell-adapter junction that was the result of fatigue. The balloon was not functionally tested due to the leak. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. System components. Cuff: model- 72400161. Lot sn- (B)(4). Mfg date- 02/28/2018. Exp date- 02/27/2023. Pump: model- 72400098. Lot sn- (B)(4). Mfg date- 02/06/2018. Exp date- 02/05/2023.

Event description:
It was reported that the patient experienced fluid loss in the artificial urinary sphincter(aus) balloon. All components were replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Cuff: model- 72400161, lot sn- (B)(4), mfg date- 02/28/2018, exp date- 02/27/2023. Pump: model- 72400098, lot sn- (B)(4), mfg date- 02/06/2018, exp date- 02/05/2023.

Event description:
It was reported that the patient experienced fluid loss in the artificial urinary sphincter(aus) balloon. All components were replaced. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.